Event description:
(B)(6) 2022, rtg0295607: information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to ask what to do regarding the device when pt moves out of state. Pt mentioned they were not using their therapy because they did not need it anymore. Pt said there were no problems. Pt had been keeping ins charged. Pt reported they had a hip replacement and pt did not know if pt pulled or pushed too much but when they did x-rays on their hip last thursday the x-ray showed that the 'mechanism' had moved a little. Asked to clarify what moved. Pt said the ins itself moved. Pt was redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.